Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had three stored episodes that were requested for review. Technical services (ts) analyzed device episode data and found that all three episodes were due to oversensing of myopotential noise on the same day around the same time. During two episodes, a total of four inappropriate shocks were delivered. It was noted that this patient has a right bundle block which produces low amplitude signals. Ts provided reprogramming and testing recommendations as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had three stored episodes that were requested for review. Technical services (ts) analyzed device episode data and found that all three episodes were due to oversensing of myopotential noise on the same day around the same time. During two episodes, a total of four inappropriate shocks were delivered. It was noted that this patient has a right bundle block which produces low amplitude signals. Ts provided reprogramming and testing recommendations as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted. A new transvenous implantable cardioverter defibrillator (ICD) system was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had three stored episodes that were requested for review. Technical services (ts) analyzed device episode data and found that all three episodes were due to oversensing of myopotential noise on the same day around the same time. During two episodes, a total of four inappropriate shocks were delivered. It was noted that this patient has a right bundle block which produces low amplitude signals. Ts provided reprogramming and testing recommendations as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted. A new transvenous implantable cardioverter defibrillator (ICD) system was successfully placed. No additional adverse patient effects were reported.